Event description:
A caller reported experiencing a cartridge alarm, specifically alarm 30, which had been occurring for four consecutive days and four times on the day of the report. There was no adverse impact on the customer's blood glucose level as a result of this issue. Tandem technical support resolved the situation by confirming that the pump was under warranty and sending a replacement pump to the customer. Additionally, the caller was provided with instructions on how to place the pump into storage mode, return the problematic pump, and set up the replacement pump.